Event description:
It was reported to tyco healthcare/kendall on 10/6/05 that a customer had a problem with an angel wing blood collection needle. According to the customer, at the end of a blood sampling, the needle broke at the base, and the safety system was ineffective.